Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was during troubleshooting the charging issue, patient said 3-4 times every 3-4 months, they would go to increase stimulation in the morning as they usually do (from 9 to 13.5), but stim would change from group c to group a and jump up to like 18ma within a half second. Patient said they'd have to turn stim back down quickly again. Patient said that started 9-10 months ago. Patient confirmed they had not had any falls or trauma. Agent redirected to healthcare provider to further address the issue if needed. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.